Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-00690, 3005168196-2017-00691. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the bronchial artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician experienced resistance while advancing two ruby coils in the target vessel through tortuous anatomy using a non-penumbra microcatheter. Upon attempting to detach the ruby coils using the handle, the physician noticed that the ruby coils were unable to be detached using the handle ; therefore, they were removed. The procedure was completed using the same microcatheter and additional coils. There was no report of an adverse effect to the patient.